Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was high risk for deep vein thrombophlebitis and had a contraindication to anticoagulation due to a spinal injury; therefore, a vena cava filter was indicated. Access was gained to the right femoral vein and the filter was successfully deployed in good position. The patient tolerated the procedure well and returned to the recovery room in stable condition. Approximately ten months post filter deployment, a CT scan performed for abdominal pain demonstrated transmural penetration of the ivc filter with one of the limbs projecting posterior to the abdominal aorta. Nine days later, the patient was scheduled for a filter retrieval procedure. Access was gained to the right jugular vein and a venacavagram demonstrated a tilted filter. There were no clots or filling defects noted in the area of the filter or the cava. Initial attempts to retrieve the filter with a snare were unsuccessful. Biopsy forceps were used to move the filter, allowing the snare to grasp and bring the filter part way into the sheath. The filter was collapsed enough to make it safe to extract; although it was not as far in as the physician would have liked. The sheath and snare with the filter attached were brought up to the jugular area and the access site was enlarged to get a better grasp with the snare. The filter was retrieved with no difficulties. An x-ray was taken in the room and showed no pneumothorax, no foreign body, no sign of hemorrhage and no other postoperative problems. The patient tolerated the procedure well and returned to the recovery room in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Ten months post filter deployment, CT scan demonstrated a filter limb to be perforating the ivc wall into the abdominal aorta. Nine days after CT scan, multiple attempts were made to retrieve the filter. Forceps were used to move the filter, allowing the snare to grasp the filter and the filter was removed. A venacavagram performed during the retrieval showed the filter to be tilted. Based on the medical records, the investigation can be confirmed for perforation of the ivc wall by a filter limb, a tilted filter, and difficulties in removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition; perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately 10 months post vena cava filter deployment, for a contraindication to anticoagulation, a CT scan performed for abdominal pain demonstrated a tilted filter with limb perforation of the ivc. Nine days later, the filter was successfully retrieved with a snare. The patient tolerated the procedure well without complications and returned to the recovery room in stable condition. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months and three week of post deployment, the patient was admitted for abdominal pain and chest pain. Around, two weeks later, the patient was admitted for abdominal pain. Around, one month and two weeks later, the patient was diagnosed with abdominal pain and was mentioned as puncture of inferior vena cava filter through the inferior vena cava wall. A computed tomography of abdomen and pelvis was performed for abdominal pain on the same day and the study showed that there was an inferior vena cava filter with one of the prongs projected posterior to the abdominal aorta. The final impression showed transmural penetration of the inferior vena cava filter with one of the prongs projected posterior to the abdominal aorta. Around, one week later, bard eclipse inferior vena cava filter was removed. An indication was provided which mentioned that the patient had an inferior vena cava filter and had intermittent abdominal and chest pain. It was evaluated in a facility and the patient was informed that the filter had tilted enough that removal could not be done, and the filter had tilted some, but it appeared as if an attempt at extraction was reasonable given the patient¿s continued symptoms believed to be related to the filter. It was recognized that the filter was tilted enough it may be adherent to the lateral wall and may need to use somewhat nontraditional instrumentation to get it out. During the procedure, the right internal jugular vein was entered and an initial superior vena caval angiogram was performed and it appeared that there was a straight shot and could probably remove this through the jugular if the filter could be grasped. Then the glide wire was passed and over this a 45 cm sheath was passed to aid in the extraction. However, it was mentioned that before the sheath was passed all the way down, there was some trouble getting the wire to go straight down the cava because it kept wanting to go down the renal veins, particularly the right renal vein and in order to get the wire down, a straight catheter was passed, and this actually allowed to straighten the wire and got down the inferior vena cava. Now, over the wire the 4-french straight catheter was passed into the inferior vena cava below the filter and an inferior vena cavagram was performed which demonstrated that the caval filter did laid in the cava and appeared as if it was not tipped too much to make extraction unreasonable. Also, there were no clots or filling defects noted in the area of the filter or the cava and it was felt safe to begin to attempt to extract the filter. At this point, the snare catheter and snare were advanced through the sheath and tedious attempts were made to try to catch the hook of the filter. It was unable to get the snare down to the area of the hook and was thought that this may have been incorporated in some fibrous material extended to the wall that just kept from getting the snare around it. This proved to be true because when the filter was eventually got out, there was a material in the area of the hook that completely kept it from catching the snare. At this point, it was felt to use different technique to do this. Then a flexible cystoscopic biopsy forceps was introduced down through the sheath and used to attempt to grasp the filter, however this really was not strong enough to move it. Then a long 9-sheath was changed for a shot 9-sheath and a more robust cystoscopic biopsy forceps was advanced down to the area of the filter. With this it was able to grasp the filter and move the hook more in to the center of the lumen. Additional attempts were made to snare the device but could not get hook to engage ever properly. Then, after much manipulation a urologic grasper was used to move the filter enough to snare around the filter with a good grasp, although it was not in the hook per se. This allowed to bring the filter part way into the sheath and at this point it appeared that the procedure was collapsed enough to make it safe to extract although it was not as far in as usually would had liked. Then the sheath and the snare catheter with the filter attached were gradually bought up through the circulation to the jugular area and there did need a second stick once again at the jugular area to get a better grasp with the snare and once had this, the filter was able to be removed out of the insertion site with no difficulties and intact. A post removal x-ray was performed which demonstrated no pneumothorax, no foreign body, no sign of hemorrhage and no other postoperative problems. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt filter malposition perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. H11: g1, h6(device, method, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter deployment was not provided. Approximately ten months post vena cava filter deployment, for a contraindication to anticoagulation, a computed tomography scan performed for abdominal pain demonstrated a tilted filter with limb perforation of the inferior vena cava. The device was removed successfully. The patient experienced abdominal pain; however, the current status of the patient is unknown.